Manufacturer narrative:
A medwatch form was not received from the reporter. Any missing or incomplete data on this form 3500a is the result of info not being provided or released by the reporter, despite multiple attempts to obtain the required info on (07/12/10 email, 07/30/10 email, and 08/05/10 by phone). As a result, the following sections could not be completed or determined: this product was being used for treatment, not diagnosis. All portions of the bur were returned indicating that no device fragments were left in the pt. Functional inspection showed that the inner blade spun freely without binding or sticking. Visual inspection found no damage to the teeth of the inner, or the outer, and only minor damage to the outer hub. The outer hub had a slight indentation in the locking area caused by increased pressure during use. Visual and dimensional inspection showed that the middle tube fractured at the first loop of the dovetail spiral wrap causing approx 1/2 inch portion of the tip to become detached. The "dovetail spiral wrap" is the top, curved portion of the middle tube where it is designed to allow a curved tube that can rotate. IFU statements include, but are not limited to: should a blade fracture occur during use, extreme care must be exercised to ensure that all fragments of the blade are retrieved and removed from the pt. Unremoved blade fragments may cause tissue damage to the pt.

Event description:
During a frontal sinus procedure, the bur tip broke and the surgeon had to recover a portion of the bur from the surgical field. The bur tip was removed without the use of additional equipment or surgical procedure and the original procedure proceeded as intended. There was no pt impact reported.